Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. When the device was being removed, the catheter separated. The procedure was completed with another of the same device. There was no patient injury.

Manufacturer narrative:
Visual and microscopic inspection revealed the sheath was cut and the catheter was twisted.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was advanced for ultrasound examination of the target lesion. When the device was being removed, the catheter separated. The procedure was completed with another of the same device. There was no patient injury.